Event description:
The customer reported the ventilator failed extended self testing due to a crossover circuit fault after 12.5k hour pm was completed. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).